Event description:
A female was treated for a total occlusion in the proximal sfa. A guide wire and a 2.3 mm otw turbo elite laser catheter was used in a step by step fashion in an attempt to cross the occlusion. After several attempts to cross the occlusion, unsuccessfully, a fluoroscopy image revealed a perforation in the vessel. It was unknown to the physician if the perforation was caused by the guide wire, the laser catheter or a calcified lesion fragment. After an unsuccessful attempt at ballooning the perforation, the physician deployed two viabahn stent grafts to cover the entire perforation. A subsequent revealed a large (3-5cm) pseudoaneurysm at the distal end of the second viabahn stent graft. Multiple coils were delivered to occlude the viabahn stent graft and then the procedure was terminated. The patient was given 4 units of blood and was then released after four days in the hospital.

Manufacturer narrative:
The device was not returned to spectranetics for investigation. No device malfunction was reported.